Manufacturer narrative:
The device remains implanted and is not available for return. Therefore, allergan will not receive it and no analysis or testing will be done. The events of irritation/inflammation, skin rash, and visibility/palpability are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of irritation/inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." This event is reported against the left side, and is the same event and the same patient reported under MFR ID #3008374097-2013-00013 (B)(4).

Event description:
Healthcare professional reported post mastectomy with implantation of seri and a non-allergan breast implant, patient developed right side recurrent "red breast" and "intermittent redness/rash." Physician also noted right side breast has a texture that "feels like plastic." Patient was treated with intravenous and oral antibiotics, and the device remains implanted.